Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Follow-up was conducted with the reporter through e-mail exchanges and in the form of a second letter received from the report on 01/17/2007.

Event description:
A letter was received from a husband describing his wife's experiences over the past six years following bilateral intraocular lens implant surgeries. The letter states that following surgery, his wife experienced disabling glare and streaking. A lens exchange was performed for the left eye. A larger silicone lens model was used as a replacement lens and glare symptoms resolved. The letter stated surgical complications following the lens exchange led to damage to the muscle requiring additional surgical interventions. The reporter indicates his wife is frightened at the thought of another lens exchange due to her experience. Glare symptoms remain in the right eye and the letter reports the wife suffers from frequent migraines and upper back pain from constantly craning her neck, struggling to see. MDR #1119421-2007-00022--os (left eye) MDR # 1119421-2007-00023 -- od (right eye). E-mail follow-up and a second letter received from the reporter indicates the first letter was meant to be merely informative. The reporter does not desire further action and considers the matter closed. The initial letter and the second follow-up letter were also sent to the FDA.